Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that occlusion alarms occurred. It was reported that there was a blockage in the cartridge. Multiple attempts were made by tandem technical support to confirm the customer was able to resume insulin delivery, however no response was received.